Manufacturer narrative:
Concomitant medical products: 407645, lead; implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high / undefined pacing impedance. A lead fracture was suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.